Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance, however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality, therefore, the device was approved for use. The DHR anomaly is not related to the alleged device failure. The receiver failed multiple tests. The asic's and other internal components failed, causing the no output condition. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2004. The pt's stimulation started to fade after he fell down, ultimately diminishing and stopping. The pt was explanted after efforts of reprogramming with a different transmitter failed. The pt's receiver was replaced with a rechargeable ipg and stimulation was restored.